Event description:
During a total knee joint arthroplasty the saw head of a handpiece fell off near the blade release into the surgical site. Area was visually inspected and irrigated with antibiotic solution in the operating room. The wound was then closed. Following post operative xrays, foreign bodies when identified in the surgical site. Pt then returned to surgery for removal of the foreign bodies with the use of fluoroscopy. The foreign bodies were identified as springs from the handpiece. The springs were located near the femoral compartment of the new implant in the soft tissue.